Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced an arrhythmic storm and fifty shocks were delivered by the implantable cardioverter def ibrillator (ICD). The device experienced a charge circuit timeout and was displaying end of service (eos). A device replacement was recommended and planned. No further patient complications have been reported as a result of this event.